Event description:
It was reported that during pre-op for an unrelated surgical procedure to remove the patient's thyroid that her ent physician diagnosed her with vocal cord paralysis. The patient reported that she had multiple surgeries on her neck to remove tumors. The vocal cord paralysis occurred in left vocal cord location, and the physician assessed that the cause of the vocal cord paralysis was the vns device surgery. No further relevant information was received to date.